Event description:
The pt reported she has not used her scs sys for over 3 months due to being hospitalized for back surgery and a stroke. The pt was not able to communicate with her ipg using external devices.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.